Manufacturer narrative:
(B)(4). Batch # t5a31g. Additional information was requested, and the following was received: can you please clarify how much longer the procedure time was extended by (minutes, hours)? About 5-10 mins - figuring out what when wrong and also opening a new pack of cs40g eventually. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the knife recess below the reload deck. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an anterior resection, surgeon attempted to fire the staple but was stuck even before completely catching the tissue. Surgeon noticed staplers had protruded. Surgeon proceeded to open a new cs40g. The surgery was delayed. Opened new sterile pack of similar item. The procedure was completed successfully. There were no patient consequences.